Manufacturer narrative:
The malfunction was duplicated and the pace/defib engine board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.